Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rigid video scope experienced an abnormal image during set up. There were no reports of patient harm.